Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The engineer team confirmed the articulation issue and determined the cause was related to an electrical issue of the dial indicator. The transducer was able to mechanically move when the knob was rotated. There is no indication of design failure or that the transducer was shipped in a nonconforming condition. The transducer was replaced to address the customer's immediate concerns, and no further similar events have been reported.

Event description:
It was reported by the customer that the s7-3t transducer would not articulate during use with an epiq 7c ultrasound system. There was no patient or user harm associated with this event. The field service engineer replaced the transducer to resolve the customer¿s immediate concern. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.